Manufacturer narrative:
(B)(4). The customer returned one unopened representative sample of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the cartridge appeared typical. No defects or anomalies were observed. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All six clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no issues observed with the representative sample that was returned. The actual sample was not returned. The reported complaint of "broken parts - clip - info not provided" could not be confirmed based on the returned sample. One representative sample was returned. The actual sample was not returned. Upon functional inspection, no problems were found as all six clips could be loaded into the jaws of a lab inventory applier and were successfully attached to over-stressed surgical tubing. No functional issues were found with the returned clips.

Event description:
The report states: broken up to 3 times when clipping these clips in the patient. Clip seems weak with this lottery number. Additional information: the fallen broken clip was removed from the patient; certainly not simple. There was no patient injury. Surgery was lengthened by having to remove the broken clips.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1900023 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: broken up to 3 times when clipping these clips in the patient. Clip seems weak with this lottery number. Additional information: the fallen broken clip was removed from the patient; certainly not simple. There was no patient injury. Surgery was lengthened by having to remove the broken clips.